Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cq2015a, three-piece collamer lens, +23.5 diopter, in the patient's eye. The lens was immediately explanted due to a broken haptic. The reporter was unable to provide additional information regarding the lens.

Manufacturer narrative:
(B)(4). The lens was returned in a vial and in a small amount of liquid. There was clear surgical residue on the lens. Upon visual inspection, the optic was torn (piece missing) and the haptic torn off and one haptic missing. (B)(4).

Manufacturer narrative:
(B)(4).